Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that air bubbles appeared in the infusion tubing resulting in the patient having elevated blood glucose levels. The blood glucose result was 30.0 mmol/l on the patient's blood glucose monitor at 11:00 p.m. The patient had symptoms of vomiting, apathy, and lack of appetite. The patient was taken to the hospital and the laboratory result was 31.0 mmol/l at an unknown time. She was treated with "physical solution" and glucose with insulin. The patient's mother treated her with enema with mineral water. It is unknown how long the patient was in the hospital.